Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A friend or family member of the patient reported that the patient is unable to walk and is in a rehab center. It was stated that the patient's neurologist miscalculated how long the implantable neurostimulator (ins) would last, and on (B)(6) 2016 the healthcare provider (hcp) told them to replace the ins as soon as possible as one ins is failing. They believe it is the right side ins failing, and the voltage showed 2.4 v. Surgery cannot be scheduled until the end of the month of date notified. Follow up with the hcp is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.